Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device could not pass the self-test. There was no reported patient involvement.

Manufacturer narrative:
Philips received a complaint on the heartstart mrx defibrillator indicating that the self-test could not pass. There was reportedly no patient involvement. The hospital staff evaluated the device and was unable to replicate the reported issue. They verified the equipment was normal and did not need maintenance. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified. The device remains at the customer's site. No further action is required at this time. H3 other text : remote support provided.